Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received an "scan again after 10 minutes" error message after eight (8) days of wear and was unable to obtain readings. As a result, customer experienced dizziness and was unable to self-treat, requiring administration of glucagon as treatment by a non-healthcare professional (non-hcp). It was also reported the customer was in contact with a healthcare professional (hcp) however there were no reports of any treatment. No further details were provided. There was no report of death or permanent impairment associated with this event.